Event description:
Approximately, one month after the implantation (and while still hospitalized), the patient is reported to have developed left-sided paralysis, arthralgia and dysphagia. A CT scan confirmed a stroke event. A preliminary review of the controller files revealed normal pump parameters. As of the date of this report, the patient's symptoms are reported to have persisted.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.